Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the prograsp forceps lost control and was not responding to commands. The instrument was removed from the patient's cavity. The prograsp forceps was immediately removed and replaced by another one. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.